Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 25-oct-2013. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("pieces of essure embedded in my uterus"), device breakage ("pieces of essure embedded in my uterus"), pelvic organ injury ("right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping"), endometriosis ("endometriosis"), genital haemorrhage ("abnormal bleeding"), appendicectomy ("appendix removed") and ovarian cyst ("she had cysts on my ovaries") in a 34-year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "left side had two coils in place", treatment noncompliance "did not use any back-up contraception after essure insertion and before total occlusion confirmation" and device physical property issue "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping". The patient's medical history included postpartum state, miscarriage, polycystic ovaries, multigravida, miscarriage on (B)(6)2008, multiparous (B)(6)2001 and (B)(6)2009), uterine dilation and curettage, left lower quadrant pain, spotting vaginal, unintended pregnancy, ectopic pregnancy and vaginal discharge abnormality. Previously administered products included for an unreported indication: ortho tricylen from 2004 to 2005 and birth control pills from 2001 to 2005. Concurrent conditions included body mass index normal, vaginal discharge abnormality and menses irregular. Family history included hypertension (father and mother), diabetes (father) and cancer of ovary (mother). Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (ortho tri-cyclen) since 2009 and losartan from 2009 to 2017. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal vaginal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient was found to have weight increased ("weight gain loss (specify which one)gain"). In (B)(6)2010, the patient experienced pelvic pain ("pain/pelvic pain/ severe and persistent pelvic pain"), dyspareunia ("have painful sex/dyspareunia (cramping)dyspareunia (painful sexual intercourse)"), abdominal pain ("severe and persistent abdominal pain/abdominal pain") and pain in extremity ("severe and persistent abdominal leg pain/right leg pain"). In 2010, the patient experienced depression ("depression/psychological or psychiatric conditions depression"). In (B)(6)2011, the patient experienced hypertension ("hypertension") and anxiety ("anxiety"), 549 days after insertion of essure. In 2012, the patient experienced endometriosis (seriousness criterion medically significant). In 2014, the patient experienced memory impairment ("forgetfulness/neurological conditions or problems- type forgetfulness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), sleep disorder ("problems sleeping"), premature menopause ("menopause at the age of 38"), loss of libido ("loose my libido"), alopecia ("loose my hair"), scar ("scars"), arthralgia ("hip pain"), cyst rupture ("it looked like ruptured cyst") and abdominal pain lower ("cramping") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with medroxyprogesterone acetate (provera), surgery (oophorectomy (bilateral removal of ovaries) and partial right salpingectomy, left salpingectomy, removal of bilateral essure device, biopsy) and biopsy & fulguration of endometrial implants. Essure was removed on (B)(6)2013. At the time of the report, the embedded device, device breakage, pelvic organ injury, endometriosis, genital haemorrhage, appendicectomy, ovarian cyst, pelvic pain, hypertension, anxiety, sleep disorder, premature menopause, loss of libido, alopecia, dyspareunia, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, depression, abdominal pain, pain in extremity, memory impairment, arthralgia, weight increased and abdominal pain lower had resolved and the cyst rupture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, appendicectomy, arthralgia, cyst rupture, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hypertension, loss of libido, memory impairment, menorrhagia, ovarian cyst, pain in extremity, pelvic organ injury, pelvic pain, premature menopause, scar, sleep disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Discrepancy in essure removal date:(B)(6)2013,(B)(6)2013. Three rings on the right tube and four rings on the left tube exposed . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on (B)(6)2012: results: unremarkable examination. Hysterosalpingogram - in (B)(6)2009: results: confirmed placement.; on (B)(6)2012: results: no evidence of tubal patency. Ultrasound scan - on (B)(6)2008: results: endometria land right adnexa findings as above which might represent an early intrauterine pregnancy and associated corpus luteum versus ectopic pregnancy and pseudosac.. Ultrasound scan vagina - on (B)(6)2012: results: prominent right ovary, no ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea,brown discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received: following events were added: weight gain loss (specify which one)gain, cramping. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pieces of essure embedded in my uterus'), device breakage ('pieces of essure embedded in my uterus'), pelvic organ injury ('right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping'), endometriosis ('endometriosis'), genital haemorrhage ('abnormal bleeding'), appendicectomy ('appendix removed') and ovarian cyst ('she had cysts on my ovaries') in a 34-year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "left side had two coils in place", treatment noncompliance "did not use any back-up contraception after essure insertion and before total occlusion confirmation" and device physical property issue "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping". The patient's medical history included miscarriage on (B)(6) 2008, postpartum state, miscarriage, polycystic ovaries, multigravida, multiparous (B)(6) 2001 and (B)(6) 2009), uterine dilation and curettage, left lower quadrant pain, spotting vaginal, unintended pregnancy, ectopic pregnancy and vaginal discharge abnormality. Previously administered products included for an unreported indication: ortho tricylen from 2004 to 2005 and birth control pills from 2001 to 2005. Concurrent conditions included body mass index normal, vaginal discharge abnormality and menses irregular. Family history included hypertension (father and mother), diabetes (father) and cancer of ovary (mother). Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (ortho tri-cyclen) since 2009 and losartan from 2009 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal vaginal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain loss (specify which one)gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/pelvic pain/ severe and persistent pelvic pain"), dyspareunia ("have painful sex/dyspareunia (cramping)dyspareunia (painful sexual intercourse)"), abdominal pain ("severe and persistent abdominal pain/abdominal pain") and pain in extremity ("severe and persistent abdominal leg pain/right leg pain"). In 2010, the patient experienced depression ("depression/psychological or psychiatric conditions depression"). In (B)(6) 2011, the patient experienced hypertension ("hypertension") and anxiety ("anxiety"), 549 days after insertion of essure. In 2012, the patient experienced endometriosis (seriousness criterion medically significant). In 2014, the patient experienced memory impairment ("forgetfulness/neurological conditions or problems- type forgetfulness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), sleep disorder ("problems sleeping"), premature menopause ("menopause at the age of 38"), loss of libido ("loose my libido"), alopecia ("loose my hair"), scar ("scars"), arthralgia ("hip pain"), cyst rupture ("it looked like ruptured cyst") and abdominal pain lower ("cramping"), underwent appendicectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("got fibroids"). The patient was treated with medroxyprogesterone acetate (provera), surgery (oophorectomy (bilateral removal of ovaries) and partial right salpingectomy, left salpingectomy, removal of bilateral essure device, biopsy) and biopsy & fulguration of endometrial implants. Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, pelvic organ injury, endometriosis, genital haemorrhage, appendicectomy, ovarian cyst, pelvic pain, hypertension, anxiety, sleep disorder, premature menopause, loss of libido, alopecia, dyspareunia, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, depression, abdominal pain, pain in extremity, memory impairment, arthralgia, weight increased and abdominal pain lower had resolved and the cyst rupture and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, appendicectomy, arthralgia, cyst rupture, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hypertension, loss of libido, memory impairment, menorrhagia, ovarian cyst, pain in extremity, pelvic organ injury, pelvic pain, premature menopause, scar, sleep disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Discrepancy in essure removal date: (B)(6) 2013, (B)(6) 2013. Three rings on the right tube and four rings on the left tube exposed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: results: unremarkable examination. Hysterosalpingogram - in (B)(6) 2009: results: confirmed placement.; on (B)(6) 2012: results: no evidence of tubal patency. Ultrasound scan - on (B)(6) 2008: results: endometria land right adnexa findings as above which might represent an early intrauterine pregnancy and associated corpus luteum versus ectopic pregnancy and pseudosac. Ultrasound scan vagina - on (B)(6) 2012: results: prominent right ovary, no ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media documents revived, new reporter and event got fibroids added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('pieces of essure embedded in my utereus'), device breakage ('pieces of essure embedded in my uterus'), pelvic organ injury ('right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping'), endometriosis ('endometriosis'), genital hemorrhage ('abnormal bleeding'), appendicectomy ('appendix removed') and ovarian cyst ('she had cysts on my ovaries') in a 34-year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "left side had two coils in place", treatment noncompliance "did not use any back-up contraception after essure insertion and before total occlusion confirmation" and device physical property issue "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping". The patient's medical history included miscarriage on (B)(6) 2008, postpartum state, miscarriage, polycystic ovaries, multigravida, multiparous (B)(6) 2001 and (B)(6) 2009), uterine dilation and curettage, left lower quadrant pain, spotting vaginal, unintended pregnancy, ectopic pregnancy and vaginal discharge abnormality. Previously administered products included for an unreported indication: ortho tricylen from 2004 to 2005 and birth control pills from 2001 to 2005. Concurrent conditions included body mass index normal, vaginal discharge abnormality and menses irregular. Family history included hypertension (father and mother), diabetes (father) and cancer of ovary (mother). Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (ortho tri-cyclen) since 2009 and losartan from 2009 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal hemorrhage ("abnormal vaginal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal vaginal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain loss (specify which one)gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/pelvic pain/ severe and persistent pelvic pain"), dyspareunia ("have painful sex/dyspareunia (cramping)dyspareunia (painful sexual intercourse)"), abdominal pain ("severe and persistent abdominal pain/abdominal pain") and pain in extremity ("severe and persistent abdominal leg pain/right leg pain"). In 2010, the patient experienced depression ("depression/psychological or psychiatric conditions depression"). In (B)(6) 2011, the patient experienced hypertension ("hypertension") and anxiety ("anxiety"), 549 days after insertion of essure. In 2012, the patient experienced endometriosis (seriousness criterion medically significant). In 2014, the patient experienced memory impairment ("forgetfulness/neurological conditions or problems- type forgetfulness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), sleep disorder ("problems sleeping"), premature menopause ("menopause at the age of 38"), loss of libido ("loose my libido"), alopecia ("loose my hair"), scar ("scars"), arthralgia ("hip pain"), cyst rupture ("it looked like ruptured cyst") and abdominal pain lower ("cramping"), underwent appendicectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("got fibroids"). The patient was treated with medroxyprogesterone acetate (provera), surgery (oophorectomy (bilateral removal of ovaries) and partial right salpingectomy, left salpingectomy, removal of bilateral essure device, biopsy) and biopsy & fulguration of endometrial implants. Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, pelvic organ injury, endometriosis, genital hemorrhage, appendicectomy, ovarian cyst, pelvic pain, hypertension, anxiety, sleep disorder, premature menopause, loss of libido, alopecia, dyspareunia, scar, vaginal hemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, depression, abdominal pain, pain in extremity, memory impairment, arthralgia, weight increased and abdominal pain lower had resolved and the cyst rupture and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, appendicectomy, arthralgia, cyst rupture, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital hemorrhage, hypertension, loss of libido, memory impairment, menorrhagia, ovarian cyst, pain in extremity, pelvic organ injury, pelvic pain, premature menopause, scar, sleep disorder, uterine leiomyoma, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Discrepancy in essure removal date: (B)(6) 2013, (B)(6) 2013. Three rings on the right tube and four rings on the left tube exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: results: unremarkable examination. Hysterosalpingogram - in (B)(6) 2009: results: confirmed placement.; on (B)(6) 2012: results: no evidence of tubal patency. Ultrasound scan - on (B)(6) 2008: results: endometria land right adnexa findings as above which might represent an early intrauterine pregnancy and associated corpus luteum versus ectopic pregnancy and pseudosac.. Ultrasound scan vagina - on (B)(6) 2012: results: prominent right ovary, no ovarian cyst. Lot number: 20205786. Manufacture date: 2009-08. Expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("pieces of essure embedded in my utereus"), device breakage ("pieces of essure embedded in my uterus"), pelvic organ injury ("right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping"), endometriosis ("endometriosis"), genital haemorrhage ("abnormal bleeding"), appendicectomy ("appendix removed") and ovarian cyst ("she had cysts on my ovaries") in a (B)(6) year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping" and device use issue "left side had two coils in place". The patient's past medical history included postpartum state, miscarriage, polycystic ovaries, multigravida, miscarriage on (B)(6) 2008, multiparous ((B)(6) 2001 and (B)(6) 2009), uterine dilation and curettage, left lower quadrant pain and spotting vaginal. Previously administered products included for an unreported indication: ortho tricylen from 2004 to 2005 and birth control pills from 2001 to 2005. Concurrent conditions included body mass index normal. Family history included hypertension (father and mother), diabetes (father) and cancer of ovary (mother). Concomitant products included alprazolam (xanax), cilest (ortho tri-cyclen) since 2009 and losartan from 2009 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal vaginal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/pelvic pain/ severe and persistent pelvic pain"), dyspareunia ("have painful sex/dyspareunia (cramping)"), abdominal pain ("severe and persistent abdominal pain") and pain in extremity ("severe and persistent abdominal leg pain"). In 2010, the patient experienced depression ("depression"). In (B)(6) 2011, 549 days after insertion of essure, the patient experienced hypertension ("hypertension") and anxiety ("anxiety"). In 2012, the patient experienced endometriosis (seriousness criterion medically significant). In 2014, the patient experienced memory impairment ("forgetfulness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicectomy (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), premature menopause ("menopause at the age of (B)(6)"), loss of libido ("loose my libido"), alopecia ("loose my hair") and scar ("scars"). On an unknown date, the patient experienced sleep disorder ("problems sleeping") and treatment noncompliance ("did not use any back-up contraception after essure insertion and before total occlusion confirmation"). The patient was treated with medroxyprogesterone acetate (provera), surgery (bilateral salpingectomy on (in (B)(6) 2012), hysterectomy (in (B)(6) 2013)), surgery (bilateral salpingectomy on (app. (B)(6) 2012), hysterectomy (app. (B)(6) 2013)), surgery and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, pelvic organ injury, appendicectomy, ovarian cyst, premature menopause, loss of libido, alopecia, scar, menorrhagia, abdominal pain, pain in extremity and memory impairment outcome was unknown, the endometriosis, genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and depression had resolved, the hypertension had resolved, the anxiety and sleep disorder had not resolved and the treatment noncompliance outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, appendicectomy, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hypertension, loss of libido, memory impairment, menorrhagia, ovarian cyst, pain in extremity, pelvic organ injury, pelvic pain, premature menopause, scar, sleep disorder, treatment noncompliance, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: confirmed placement. Ultrasound scan vagina - on (B)(6) 2012: prominent right ovary, no ovarian cyst on (B)(6) 2009: hsg - physician said to her that it was normal. Consumer stated that 3 cat scans and 2 mris were performed however she did not remember which tests were done or when they were done exactly but she was in the emergency room and had test performed in (B)(6) 2010 and then also in (B)(6) 2012. No results were provided. On (B)(6) 2008, ultrasound scan revealed endometria land right adnexa findings as above which might represent an early intrauterine pregnancy and associated corpus luteum versus ectopic pregnancy and pseudosac. On (B)(6) 2012, hysterosalpingogram revealed satisfactory appearance post short catheter insertion with no evidence of tubal patency. On (B)(6) 2012, pelvic with endovaginal ultrasound: prominent right ovary, no pathologic ovarian cyst. On (B)(6) 2012, computerised tomogram abdomen revealed question of thickening of the wall of the terminal ileum, raising the possibility of ileitis. Otherwise unremarkable examination. Current weight: (B)(6). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: new events added- abnormal vaginal bleeding (vaginal/menorrhagia), dysmenorrhea (painful sexual intercourse), vaginal discharge, depression, severe and persistent pelvic pain, severe and persistent abdominal pain, severe and persistent abdominal leg pain, forgetfulness and she had cysts on myovaries. Historical condition, historical drugs, concomitant conditions, concomitant drugs and lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031910) on 25-oct-2013. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("pieces of essure embedded in my utereus"), device breakage ("pieces of essure embedded in my uterus"), pelvic organ injury ("right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping"), endometriosis ("endometriosis"), genital haemorrhage ("abnormal bleeding"), appendicectomy ("appendix removed") and ovarian cyst ("she had cysts on my ovaries") in a (B)(6) year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping" and device use issue "left side had two coils in place". The patient's past medical history included postpartum state, miscarriage, polycystic ovaries, multigravida, miscarriage on (B)(6) 2008, multiparous ((B)(6) 2001 and (B)(6) 2009), uterine dilation and curettage, left lower quadrant pain and spotting vaginal. Previously administered products included for an unreported indication: ortho tricylen from 2004 to 2005 and birth control pills from 2001 to 2005. Concurrent conditions included body mass index normal. Family history included hypertension (father and mother), diabetes (father) and cancer of ovary (mother). Concomitant products included alprazolam (xanax), cilest (ortho tri-cyclen) since 2009 and losartan from 2009 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal vaginal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/pelvic pain/ severe and persistent pelvic pain"), dyspareunia ("have painful sex/dyspareunia (cramping)"), abdominal pain ("severe and persistent abdominal pain") and pain in extremity ("severe and persistent abdominal leg pain"). In 2010, the patient experienced depression ("depression"). In (B)(6) 2011, 549 days after insertion of essure, the patient experienced hypertension ("hypertension") and anxiety ("anxiety"). In 2012, the patient experienced endometriosis (seriousness criterion medically significant). In 2014, the patient experienced memory impairment ("forgetfulness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicectomy (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), premature menopause ("menopause at the age of (B)(6)"), loss of libido ("loose my libido"), alopecia ("loose my hair") and scar ("scars"). On an unknown date, the patient experienced sleep disorder ("problems sleeping") and treatment noncompliance ("did not use any back-up contraception after essure insertion and before total occlusion confirmation"). The patient was treated with medroxyprogesterone acetate (provera), surgery (bilateral salpingectomy on (in (B)(6) 2012), hysterectomy (in (B)(6) 2013)), surgery (bilateral salpingectomy on (app. (B)(6) 2012), hysterectomy (app.(B)(6) 2013)), surgery and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, pelvic organ injury, appendicectomy, ovarian cyst, premature menopause, loss of libido, alopecia, scar, menorrhagia, abdominal pain, pain in extremity and memory impairment outcome was unknown, the endometriosis, genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and depression had resolved, the hypertension had resolved, the anxiety and sleep disorder had not resolved and the treatment noncompliance outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, appendicectomy, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hypertension, loss of libido, memory impairment, menorrhagia, ovarian cyst, pain in extremity, pelvic organ injury, pelvic pain, premature menopause, scar, sleep disorder, treatment noncompliance, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: confirmed placement. Ultrasound scan vagina - on (B)(6) 2012: prominent right ovary, no ovarian cyst on (B)(6) 2009: hsg - physician said to her that it was normal. Consumer stated that 3 cat scans and 2 mris were performed however she did not remember which tests were done or when they were done exactly but she was in the emergency room and had test performed in (B)(6) 2010 and then also in (B)(6) 2012. No results were provided. On (B)(6) 2008, ultrasound scan revealed endometria land right adnexa findings as above which might represent an early intrauterine pregnancy and associated corpus luteum versus ectopic pregnancy and pseudosac. On (B)(6) 2012, hysterosalpingogram revealed satisfactory appearance post short catheter insertion with no evidence of tubal patency. On (B)(6) 2012, pelvic with endovaginal ultrasound: prominent right ovary, no pathologic ovarian cyst. On (B)(6) 2012, computerised tomogram abdomen revealed question of thickening of the wall of the terminal ileum, raising the possibility of ileitis. Otherwise unremarkable examination. Current weight: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031910) on 25-oct-2013. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("pieces of essure embedded in my utereus"), device breakage ("pieces of essure embedded in my uterus"), pelvic organ injury ("right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping"), endometriosis ("endometriosis"), genital haemorrhage ("abnormal bleeding"), appendicectomy ("appendix removed") and ovarian cyst ("she had cysts on my ovaries") in a 34-year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping" and device use issue "left side had two coils in place". The patient's past medical history included postpartum state, miscarriage, polycystic ovaries, multigravida, miscarriage on (B)(6) 2008, multiparous ((B)(6) 2001 and (B)(6) 2009), uterine dilation and curettage, left lower quadrant pain, spotting vaginal, unintended pregnancy and ectopic pregnancy. Previously administered products included for an unreported indication: ortho tricylen from 2004 to 2005 and birth control pills from 2001 to 2005. Concurrent conditions included body mass index normal, vaginal discharge abnormality and menses irregular. Family history included hypertension (father and mother), diabetes (father) and cancer of ovary (mother). Concomitant products included alprazolam (xanax), cilest (ortho tri-cyclen) since 2009 and losartan from 2009 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal vaginal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/pelvic pain/ severe and persistent pelvic pain"), dyspareunia ("have painful sex/dyspareunia (cramping)"), abdominal pain ("severe and persistent abdominal pain") and pain in extremity ("severe and persistent abdominal leg pain"). In 2010, the patient experienced depression ("depression"). In (B)(6) 2011, 549 days after insertion of essure, the patient experienced hypertension ("hypertension") and anxiety ("anxiety"). In 2012, the patient experienced endometriosis (seriousness criterion medically significant). In 2014, the patient experienced memory impairment ("forgetfulness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicectomy (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), premature menopause ("menopause at the age of 38"), loss of libido ("loose my libido"), alopecia ("loose my hair"), scar ("scars") and arthralgia ("hip pain"). On an unknown date, the patient experienced sleep disorder ("problems sleeping") and treatment noncompliance ("did not use any back-up contraception after essure insertion and before total occlusion confirmation"). The patient was treated with medroxyprogesterone acetate (provera), surgery (bilateral salpingectomy on (in (B)(6) 2012), hysterectomy (in (B)(6) 2013)), surgery (bilateral salpingectomy on (app. (B)(6) 2012), hysterectomy (app.(B)(6) 2013)), surgery and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, pelvic organ injury, appendicectomy, ovarian cyst, premature menopause, loss of libido, alopecia, scar, menorrhagia, abdominal pain, pain in extremity, memory impairment and arthralgia outcome was unknown, the endometriosis, genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and depression had resolved, the hypertension had resolved, the anxiety and sleep disorder had not resolved and the treatment noncompliance outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, appendicectomy, arthralgia, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hypertension, loss of libido, memory impairment, menorrhagia, ovarian cyst, pain in extremity, pelvic organ injury, pelvic pain, premature menopause, scar, sleep disorder, treatment noncompliance, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: confirmed placement. Ultrasound scan vagina - on (B)(6) 2012: prominent right ovary, no ovarian cyst on (B)(6) 2009: hsg - physician said to her that it was normal. Consumer stated that 3 cat scans and 2 mris were performed however she did not remember which tests were done or when they were done exactly but she was in the emergency room and had test performed in (B)(6) 2010 and then also in (B)(6) 2012. No results were provided. On (B)(6) 2008, ultrasound scan revealed endometria land right adnexa findings as above which might represent an early intrauterine pregnancy and associated corpus luteum versus ectopic pregnancy and pseudosac. On (B)(6) 2012, hysterosalpingogram revealed satisfactory appearance post short catheter insertion with no evidence of tubal patency. On (B)(6) 2012, pelvic with endovaginal ultrasound: prominent right ovary, no pathologic ovarian cyst. On (B)(6) 2012, computerised tomogram abdomen revealed question of thickening of the wall of the terminal ileum, raising the possibility of ileitis. Otherwise unremarkable examination. Has essure coils. Lmages of the pelvis show no sidewall lymphadenopathy or ascites. Bilaleral essure devices are in place. Current weight: 148 . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jun-2018: content from social media post: event added as hip pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5031910) on 25-oct-2013. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("pieces of essure embedded in my uterus"), device breakage ("pieces of essure embedded in my uterus"), pelvic organ injury ("right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping"), endometriosis ("endometriosis"), genital haemorrhage ("abnormal bleeding"), appendicectomy ("appendix removed") and ovarian cyst ("she had cysts on my ovaries") in a 34-year-old female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "left side had two coils in place", treatment noncompliance "did not use any back-up contraception after essure insertion and before total occlusion confirmation" and device physical property issue "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping". The patient's past medical history included postpartum state, miscarriage, polycystic ovaries, multigravida, miscarriage on (B)(6)2008, multiparous(B)(6)2001 and (B)(6)2009), uterine dilation and curettage, left lower quadrant pain, s potting vaginal, unintended pregnancy and ectopic pregnancy. Previously administered products included for an unreported indication: ortho tricylen from 2004 to 2005 and birth control pills from 2001 to 2005. Concurrent conditions included body mass index normal, vaginal discharge abnormality and menses irregular. Family history included hypertension (father and mother), diabetes (father) and cancer of ovary (mother). Concomitant products included alprazolam (xanax), cilest (ortho tri-cyclen) since 2009 and losartan from 2009 to 2017. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal vaginal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (painful sexual intercourse)"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced pelvic pain ("pain/pelvic pain/ severe and persistent pelvic pain"), dyspareunia ("have painful sex/dyspareunia (cramping)"), abdominal pain ("severe and persistent abdominal pain") and pain in extremity ("severe and persistent abdominal leg pain"). In 2010, the patient experienced depression ("depression"). In (B)(6)2011, 549 days after insertion of essure, the patient experienced hypertension ("hypertension") and anxiety ("anxiety"). In 2012, the patient experienced endometriosis (seriousness criterion medically significant). In 2014, the patient experienced memory impairment ("forgetfulness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicectomy (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), sleep disorder ("problems sleeping"), premature menopause ("menopause at the age of 38"), loss of libido ("loose my libido"), alopecia ("loose my hair"), scar ("scars"), arthralgia ("hip pain") and cyst rupture ("it looked like ruptured cyst"). The patient was treated with medroxyprogesterone acetate (provera), surgery (bilateral salpingectomy on (in (B)(6)2012), hysterectomy (in (B)(6)2013)), surgery (bilateral salpingectomy on (app. (B)(6)2012), hysterectomy (app.(B)(6)2013)), surgery and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6)2013. At the time of the report, the embedded device, device breakage, pelvic organ injury, endometriosis, genital haemorrhage, appendicectomy, ovarian cyst, pelvic pain, hypertension, anxiety, sleep disorder, premature menopause, loss of libido, alopecia, dyspareunia, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, depression, abdominal pain, pain in extremity, memory impairment and arthralgia had resolved and the cyst rupture outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, appendicectomy, arthralgia, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hypertension, loss of libido, memory impairment, menorrhagia, ovarian cyst, pain in extremity, pelvic organ injury, pelvic pain, premature menopause, scar, sleep disorder, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with case number :(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6)2009: confirmed placement. Ultrasound scan vagina - on (B)(6)2012: prominent right ovary, no ovarian cyst on (B)(6)2009: hsg - physician said to her that it was normal. Consumer stated that 3 cat scans and 2 mris were performed however she did not remember which tests were done or when they were done exactly but she was in the emergency room and had test performed in (B)(6)and (B)(6)2010 and then also in (B)(6)2012. No results were provided. On (B)(6)2008, ultrasound scan revealed endometria land right adnexa findings as above which might represent an early intrauterine pregnancy and associated corpus luteum versus ectopic pregnancy and pseudosac. On (B)(6)2012, hysterosalpingogram revealed satisfactory appearance post short catheter insertion with no evidence of tubal patency. On (B)(6)2012, pelvic with endovaginal ultrasound: prominent right ovary, no pathologic ovarian cyst. On (B)(6)2012, computerised tomogram abdomen revealed question of thickening of the wall of the terminal ileum, raising the possibility of ileitis. Otherwise unremarkable examination. Has essure coils. Images of the pelvis show no sidewall lymphadenopathy or ascites. Bilaleral essure devices are in place. Current weight: 148. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: event outcome removed/resolved added for all events and new event it looked like ruptured cyst was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report was received on 25-oct-2013 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5031910, received at FDA on 17-sep-2013). The report refers to a female consumer of unspecified age who had an essure inserted and had to undergo a salpingectomy and also experienced endometriosis no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2009, the consumer had essure (fallopian tube occlusion insert) implanted by healthcare professional for permanent birth control. The consumer stated the essure permanent birth control caused her to endure two surgeries. First surgery was a salpingectomy in 2013, and second surgery in 2013 was a full hysterectomy due to endometriosis, which she was diagnosed with in 2012. Essure was removed on (B)(6) 2013. FDA report type was 'injury', reported outcome of events (nos) was 'required intervention'. No further details were reported. On (B)(6) 2013 (external case correction): after a review of the MDR committee review, this case was downgraded from incident to non-incident as the reported events salpingectomy and endometriosis were considered unrelated to essure use. **fup information received on 27-nov-2013: no new clinical information. Follow up received on 20-jan-2014 with the final ptc investigation result: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). Medical assessment: the medical events reported are not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow up information received on 20-jan-2014 by consumer: consumer's date of birth, weight and height were provided. Consumer's historical condition included one miscarriage before her last pregnancy and polycystic ovaries diagnosed after the pregnancy. She denied any other relevant medical history or concurrent conditions. On (B)(6) 2009, essure was inserted. She was 6 weeks post-partum. She said did not use any back-up contraception after essure insertion and before total occlusion confirmation. A hsg (hysterosalpingogram) test was performed 3 months after the procedure and physician said to her that it was normal. After a year of pain and abnormal bleeding and depo shots, she went to another physician who looked at the film and said it was not normal and scheduled her for a cat scan and the other tests and then surgery. Consumer stated that 3 cat scans and 2 mris were performed however she did not remember which tests were done or when they were done exactly but she was in the emergency room and had test performed in (B)(6) 2010 and then also in (B)(6) 2012. After about 18 months after essure insertion, she also experienced hypertension and anxiety. She stated that physician put her on depo shots to shut down her ovaries. When she stopped the depo shots, she experienced bleeding for three months before the total hysterectomy. She was hospitalized overnight. On (B)(6) 2013, consumer was submitted to a salpingectomy. In (B)(6) 2013, she was submitted to a supracervical total hysterectomy/ bilateral oophorectomy, which she stated was medically necessary. She stated that the right coil was balled up, had collapsed on itself and expanded her fallopian tube to the point of popping. Physician made the incision and the thing sprang out. The left side had two coils in place. She recovered from endometriosis, pain and essure procedure, however still experiences anxiety and problems sleeping. Consumer related events to essure. Follow up information received on 30-jan-2014: no response to contact attempts. Case closed. Correction 17-mar-2014 following company internal coding review: the event "right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping" was recoded to meddra llt "pelvic organ injury " (serious event). Follow-up received on 14-sep-2016 and on 26-sep-2016 legal claim was received. (B)(4) was identified as duplicate of this case and was deleted from argus. All information was transferred to this remaining case. It was reported that she experienced menopause at the age of (B)(6), lost her libido, lost her hair, had painful sex. She has had 3 surgeries: 1 to remove her fallopian tubes, 1 to remove the rest because there were pieces of essure embedded in uterus, and had appendix removed. Over the course of 3 years she underwent 3 surgeries. She had scars from multiple surgeries. Consumer stated that after being implanted she suffered from severe and permanent injuries. Quality safety evaluation of ptc from deleted based on information received on 15-nov-2015: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping (seen as a pelvic organ injury). According to consumer, she underwent a full hysterectomy due to endometriosis, which she was diagnosed with in 2012. She also underwent a third surgery because there were pieces of essure embedded in uterus (seen as a device breakage and also dislocation). She also reported an appendectomy and abnormal bleeding. All reported events but appendectomy were considered listed in the reference safety information for essure (device breakage was considered listed upon receipt of the product technical analysis). The exact date and mechanism of the device breakage, dislocation, and embedment were not reported. However, given the nature of these events causality with essure cannot be excluded. Also based on its nature, the event right coil balled up, collapsed on itself and expanded her fallopian tube to the point of popping was also considered as related to essure use. Changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and essure use cannot be excluded. Considering essure' s method of local, mechanical action, the causality for the event appendix removed was assessed as unrelated; and considering the pathophysiology of endometriosis, causality for this event was also assessed as unrelated. This case was regarded as incident since interventions were required. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. No active follow-up is allowed and further information is expected only through litigation process.